Event description:
Retained venous catheter segment seen on CT at patient follow-up appointment. Apparently retained following transplant admission in (B)(6) 2017. Segment surgically removed approximately 6 months later.